Event description:
It was reported that the insulation around the lead, underneath the can, was appearing worn so physician opted to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).